Manufacturer narrative:
A sample device was not returned for analysis as it was destroyed/discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported an explanted intraocular lens with reason cannot see distance or to read well, clinical reason being poor patient adjustment, following an initial implant procedure. The iol was exchanged for an unknown monofocal lens following the initial implant procedure. Additional information has been requested.